Manufacturer narrative:
The reporter indicated that a 13.2mm vicmo 13.2 of -11.00 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Excessive vault; elevated iop without pupil block and angle closure was observed. Lens was removed and exchanged on (B)(6) 2019 and the problem was resolved. Cause of the event is reported as unknown. Patient code 3191 for significant reductio in irido-corneal angles is not applicable. Device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -11.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angels, elevated iop (29 mmhg) without pupil block and angle closure, with excessive vault were observed on 31/may/2019. Lens was removed and exchanged on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.